Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a:13.00/1.5/082 (sphere/cylinder/axis) lens tore during loading. There was no patient contact or injury. On (B)(6) 2023, a replacement lens was implanted into the patient's right eye (od) and the problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim #(B)(4).